Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, k47f16; cartridge position, loaded; casing position, back; hook shroud condition, good; lockout slide position, locked; number of staples returned in cartr, all; retaining pin position, midway; safety pin position, locked and trigger position, open/locked. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual results, it was concluded that the retaining pin was not fully forward prior to dialing the adjusting knob into firing range. This is evidenced by the instrument being returned in the locked out position. It should be noted that as the instrument is shipped in the locked out position, it is imperative that the retaining pin must be fully foward and completely into the anvil hole prior to dialing the adjusting knob into firing range. The gray retaining pin tab must be fully flush against the distal end of the track. This will unlock the instrument and allow the instrument to perform as designed. The instrument was fired with the returned cartridge and it fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during an unknown procedure. It was reported the stapler "did not work." The rep was unable to obtain any add'l details. There was no reported consequence to the pt.